Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of a driveline power fault alarm; however, it was determined that the returned controller was unrelated to the cause of the reported event. During testing of the returned system controller (serial number: (B)(6) a driveline power fault alarm activated upon connecting the driveline to the controller. The controller was disassembled to inspect the internal components, and it was revealed that fuse a was electrically compromised. Per the modular cable investigation, it was determined that the cause of the fuse becoming compromised was due to the ground a pin on the modular cable inline connector shorting to another pin. The damaged fuse was replaced with a new fuse. After replacing the damaged fuse, the controller passed functional testing and successfully operating in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuse was replaced. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 02apr2025. Battery inspection data was reviewed for the 11v backup battery, serial number(B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a modular cable exchange in clinic. The patient then called later that same evening with a driveline fault alarm. The system controller was exchanged and the alarm subsided. Log files were submitted for review to confirm all was operating well. Following review of the submitted log files, it appeared that there were routine events captured following the controller exchange. The site reported that there was some resistance when connecting the first modular cable, but the second modular cable was connected with no issues. The original modular cable was not available. It was later reported that the modular cable was attempted to exchange out-of-box, however there were bent pins. The resistance with connection occurred on the end that ratchets to the modular cable. A different modular cable was used.